Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 6950315, 510k # k052734 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pseudo-tumor; and underwent cervical posterior fixation from occipital to c4. On an unknown date, post-op, the alleged set screw loosened, leading to backing-out of the rod on the caudal side of occipito-cervical (oc) plate. The rod was found to have come off from under the right occipital plate. It was considered that since a crosslink had not been used, the set screw loosened due to the movement of rotation, and the rod came off. The surgeon also suspected that since the protruding part of the rod from the connection part with oc plate was not long enough, the rod could have come off due to rotation. No problem such as breakage was found in the set screw. There was a prolongation of hospitalization as a result of rod back-out. The patient underwent a revision surgery on (B)(6) 2020, which was completed without any problems. The explanted set screw was discarded.